Event description:
Discordant, falsely low enzymatic creatinine (ecrea) and calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The customer reported that the instrument flagged the results with abnormal assay errors. The customer erroneously released the flagged discordant results to the physician(s). Quality controls were run, resulting with abnormal assay errors. The samples were repeated on an unknown instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea and ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the water purification module (wpm) had the wrong filter installed. The q gard was in the place of the progard. The cse emptied the wpm water tank and replaced both filters. The cse also found a defective cuvette washer left dryer probe and replaced it. Quality controls were run, resulting within range. The cause of the customer reporting the discordant, falsely low ecrea and ca results is a user error. As per the dimension vista system operator's guide, when an abnormal assay error is obtained: "the result cannot be reported. Rerun the sample." The instrument is performing according to specifications. No further evaluation of the device is required.